Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient experienced a fall and her stimulation subsequently stopped due to an inability to establish telemetry between her ipg and charger or programmer. The patient stated that prior to the fall, she had experienced increasing problems in charging the ipg. The physician explanted and replaced the ipg on (B)(6) 2011. The patient reported effective stimulation postoperative. No further patient complications were reported.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: method - the device history and sterilization records were reviewed. Results - a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. As received, the ipg was non-functional. The unit was cut open for further analysis. The ipg had to be powered with an external power source as the battery was depleted. Once power was restored, the ipg passed all functional testing. The cause of the battery depletion is unknown. A root cause investigation has been initiated for this issue. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.